Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the reported event. The se replaced the oxygen sensor as precautionary measure. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator failed oxygen sensor calibration. The ventilator was not in use on a patient at the time the event occurred.